Event description:
A filter was inadvertently placed in a branch vessel during a filter placement via the jugular approach. A second filter was successfully placed without pt complications. It was indicated a pre-placement cavogram was not performed prior to filter placement which co believes contributed to this event and do not attribute it to the device. Co's direction for use state: "an inferior vena cavogram must ve performed prior to vena cava filter insertion. This procedure determined caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies. Do not attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."